Event description:
The valve was implanted in an nph pt (after sah), having caused overdrainage and resultant slv 3-4 days after implantation. The valve was placed at the level of the foramen of monro. Revision was made using another 46822.